Manufacturer narrative:
It was reported that the implanting surgeon performed an augmented anterior compartment repair using mid urethral sling system. Concurrently the patient underwent a laparoscopic bilateral salpingo-oophorectomy, dilation and curettage, posterior colporrhaphy, partial vaginectomy and bilateral labioplasty. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it has been reported that patient had excision of mesh surgically by (B)(6) on (B)(6) 2010 and additional removal vaginally on 04/10/2011 due to vaginal pain and increased stress urinary incontinence. No further information is available at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a gynecological procedure on (B)(6) 2008, for the treatment of pelvic organ prolapse and stress urinary incontinence and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01172. The same patient is represented in each medwatch.